Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump screen was damaged. The customer states they have to read the pump at an angle. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.